Event description:
It was reported that six days following the implant procedure the impedance was below 200 ohms and the physician elected to explant and replace the lead. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned for analysis.